Manufacturer narrative:
Visual examination of the returned device revealed that the cutting wire and the notch had pulled free from the extrusion. The extrusion was kinked approximately 50cm from the handle and the area where the notch separated was melted and discolored, indicating it had been over heated. The melted extrusion allowed the notch and cutting wire to separate from the extrusion. The cause of the excessive current is unknown, although possible cause include: (1) improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and (2) excessive power applied to the cutting wire due to improper generator settings. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints has conducted; two additional complaints have been recorded for the pertinent lot; and both were reported by the same customer.

Event description:
This report is being filed based upon the evaluation results of the returned suspect device; evaluation was completed august 27, 2007. It was reported to boston scientific corporation in 2007, that an autotome rx 44 sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (patient age, gender and weight unknown). The complainant reported that the catheter directly under the handle was kinked inside of the packaging prior to use. This event scenario is not MDR-reportable. However, evaluation of the returned suspect device revealed that it had been used and that the cutting wire and notch were pulled free from the distal end of the device. Event scenarios, where the cutting wire either breaks or separates at the distal or proximal end, are MDR-reportable.